Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse ordered a tarpon amp board replacement. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number (B)(4) for fc 500; recall number (B)(4) for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
The fc 500 flow cytometer was generating ss/fl5 warning errors at the customer site. There was no report of death, injury, or change to patient treatment as a result of this event.